Manufacturer narrative:
Patient identifier not available.

Event description:
It was reported the physician was implanting a gore® cardioform septal occluder. During the procedure a pericardial effusion was noted and the patient was treated with a pericardiocentesis and drain placement. The device remains implanted and the patient was doing well following the procedure.